Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected insulin pump error/defect noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing low blood glucose. Blood glucose level was 40 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with manual food. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did not allege insulin pump was over delivering. Customer stated auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.